Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to an extended mid-life charge time of 27.9 seconds. This device is included in the mid-life display of replacement indicators product advisory. A healthcare professional (hcp) asked the boston scientific crm technical services department why eri declaration did not trigger more than one latitude yellow alert to be faxed to the clinic, and questioned why the gas gauge viewed in latitude was almost pointing at end of life (eol), with the battery status still stating eri. Additional information was received that 32 months later this device was explanted. A patient advocate later reported the patient was in the hospital to address his atrial fibrillation. The procedure to address the atrial fibrillation was unable to be performed. The patient advocate noted that the patient's skin had grafted around the device and was unable to be removed. It was also noted by the patient advocate that the defibrillatory thresholds were increased because they were concerned the patient was not strong enough to survive a shock from the device. The patient was then sent home with antibiotics and two blood pressure medications. However, additional information was obtained from the cardiology clinic that the device had been explanted and a new device manufactured by a different company was implanted. Two weeks post replacement procedure the patient was taken back to the hospital with a bloody nose. They attempted to draw blood but were unsuccessful. The patient was reportedly bleeding internally but it was unclear the reason why. The patient never rebounded and passed away sixteen days after the replacement procedure.

Manufacturer narrative:
Technical services advised that only one latitude yellow alert would be generated per yellow alert condition, until the condition is reset and then retriggered. Also, the gas gauge viewed in latitude was pointing near eol since the device was near eol due to the extended charge time. According to the available information, this device remains implanted and in service. No additional information is available at this time. Should more information become available, this event will be updated. The device recommendation was to replace after 30 days; the device remained implanted for 32 months. The explant was not premature. The patient received a device from another manufacturer and expired 16 days later. Non-device related hemorrhage. The device will not be returned and no additional information is available at this time. If additional information becomes available, this report will be updated.